Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg)level of 642 mg/dl. Reportedly, customer was using expired insulin. Bg was addressed via a correction bolus, manual injections, supply change, and changed insulin bottle. The customer was instructed to consult with healthcare provider regarding bg level.